Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the limb ischemia was use related, specifically the improper implantation of the reperfusion sheath by the physician. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 47-year-old male with acute myocardial infarction (ami) and cardiogenic shock (cgs) developed distal limb ischemia after leaving the 14 fr peel-away introducer in the site. An antegrade sheath had been placed, however, the physician implanted the sheath in the reverse direction, which exacerbated the ischemia. The patient was taken to the or for surgical explant, closure, and escalation to an impella 5.5.